Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, it was noted that blood in the gears blocked the function of the battery powered hand driver instrument. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation are as follows: the complained battery handpiece was forwarded to our service department for investigation. The investigation of the complaint article had shown that the bearing in the gearing mechanism is blocked, and the grease is thickened. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that there was a defective sealing, or improper application. The device was repaired and send back to the customer. No product fault could be detected. Placeholder.